Event description:
It was reported that during a ptca / stenting treatment procedure involving a lesion in an unspecified coronary artery, the express2 monorail balloon would not inflate when the physician attempted to deploy the stent at the lesion site. It is noted that no manometer was used. No patient injuries were reported. A 6f introducer sheath (type unknown) was also used in this case, but the type and size of guidewire and guide catheter used are unknown. It was reported that no manometer was used to control the pressure during the procedure. Patient status is reported as "stable".

Event description:
It was further reported that this ptca/stenting treatment procedure involved an 85% stenotic lesion in the distal third of the rca. The lesion was not predilated. The express2 monorail balloon did not inflate further than 9 atm's to deploy the stent at the lesion site. The pt was asymptomatic during this event. The express2 monorail balloon catheter was removed and replaced with another express2 16 mm x 3.5 mm balloon catheter to successfully complete the procedure. A 6f terumo introducer sheath, a 0.014 trooper floopy guidewire, a 6f mach 1 fr3.5 guide catheter and an encore 26 inflation device were also used in this case.